Event description:
Reportedly, the subject programmer unexpectedly shut down during a follow-up and could not reboot.

Event description:
Reportedly, the subject programmer unexpectedly shut down during a follow-up and could not reboot.

Manufacturer narrative:
Please refer to the attached analysis report.